Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n1g0395y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted hat a broken piece of reload adapter was attached to the distal end of the adapter. The adapter was partially taken apart to allow the reload to be removed. The tip of the firing rod was damaged. The articulation mechanism was found to be out of home position. The rotating ring in the distal end of the adapter was rotated out of position. It was reported that the linear adapter produced a strange noise. The reported issue was confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the jaws could not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: rotating ring out of home position and articulation mechanism not in home position. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. Another unreported condition was identified: damaged firing rod tip. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the linear adapter produced a strange noise, and the jaws could not close. Another adapter was used to resolve the issue. No patient complications have been reported as a result of this event.